Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Technical support decided to send a replacement tandem cable and wall adapter, which resolved the issue, pump began charging.